Event description:
It was reported that a user experienced signal loss between their dexcom g7 continuous glucose monitor (cgm) and the ilet bionic pancreas, with glucose data visible in the dexcom app but not displaying on the ilet, leading to hyperglycemia and subsequent correction after a sensor replacement and fingerstick entry; the problem was consistent with intermittent communication failure involving an electrical component, specifically the antenna. Symptoms included hyperglycemia with associated symptoms of urinary frequency and a warm sensation on the forehead. Outcomes included no lasting health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet associated with intermittent communication failure and an antenna-related component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.